Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account to check the laser. Fss replaced stepper controller and tested, system meets amo spec. Fss also adjusted the excimer laser foot bolts to the highest position which raised the corneal plane by about an inch. Fss could not add the height adjustment kit pads to the excimer because the old pads were stuck to the floor and if removed could damage the floor. The height adjustment pads were added to the excimer chair and will provide the chair with some added upward travel. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that while performing arcuate incisions received a 301 gantry error. Technician tried to clear the error but was unable. Treatment was aborted, laser was rebooted and attempted a second time with same result. Subsequent procedures were canceled. It was reported that only 1 eye was successfully completed.